Manufacturer narrative:
It was reported that the device auto-ventilation failed during use on patient. No patient health consequence was reported. Based on the failure phenomenon, draeger fse made the quotation of device motor, which was not accepted by the customer. Besides, the hospital has not yet decided whether to use draeger for service and maintenance. As no logfile neither fail part was available for evaluation and no further details are known, a determination of the root cause was not possible. Further detail investigation will be based on returned failed components or parts if components or parts can be returned back later (if further detail investigation is needed). Motor will affect automatic ventilation. And ventilator fail alarm will be generating the appropriate way. It can only be concluded that the device responded as designed to an unknown condition that led to shut-down of automatic ventilation - a corresponding alarm was posted to alert the user. Manual ventilation with the built-in breathing bag will still be possible and, the monitoring functions remain unaffected as well.

Event description:
It was reported that during the operation, the ventilator stopped working. No patient health consequences have reportedly occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during the operation, the ventilator stopped working. No patient health consequences have reportedly occurred.